Event description:
Patient has had their shoulder dislocate 5 times and underwent a revision surgery.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
Patient has had their shoulder dislocate 5 times and underwent a revision surgery.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The opinion of the medical expert was requested and stated as following: "reasons for dislocation are most likely related to soft-tissue imbalance and/or lack of soft-tissue tension, especially because instability was the reason for the osteoarthritis in the first place. Without x-rays I cannot comment on component positioning, component dissociation and/or component wear (pe-liner). So summarizing, most likely patient-related, possibly user-related (in case the user has chosen a too thin liner at the index surgery)". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.